Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient's implantable neurostimulator (ins) was no longer was helping with their pain. No information could be obtained regarding why the device no longer was providing relief. The ins and leads were then explanted. The issue was considered resolved at the time of this report. The patient status was reported as alive - no injury. The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.